Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the device was explanted on an unknown date, specifics unknown. The patient reportedly expired in (B)(6) 2013. The exact date and cause of death were not provided. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.